Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a clip malfunction. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred while loading the clip onto the clip applier (outside the patient), so they never used the instrument on the patient. A backup instrument was used to resolve the issue. There are no photos or videos for isi to review. No patient demographic information was provided. Isi did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip tips opened and closed properly, and the instrument passed the clip test. The instrument was fully functional; no product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.